Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, the sheath had a leaky valve. The sheath continued to be used and the procedure was completed with radiofrequency (rf) ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the flexcath sheath was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. Air aspiration was reproduced when a test catheter was introduced through the sheath. Also, a dissection showed that the hemostatic valve was leaking and the valve was torn. In conclusion, the reported leaky valve was confirmed through testing and the sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.